Event description:
Tubing partially separated on I-flow model cb004 on-q c-block pump at point of join into the air trapping filter from pump, resulting in the pump's contents (0.2% ropivacaine) being sprayed into the face of a health care worker while returning the pt to bed. Dates of use: (B)(6) 2013. Reason for use: peripheral nerve block, filled with 0.2% ropivicaine.